Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2011. According to the complainant, as a result of the implant, the patient suffered incontinence, infections, pelvic pain, disfigurement, mesh erosion requiring additional removal and corrective surgical procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.